Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. No address on fie for customer. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 420 and 323 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 125 mg/dl. At the time of the call the customer reported feeling symptoms of shakiness and confusion. Customer was going to seek medical attention and disconnected the call.